Event description:
Complainant alleged that while transporting a male patient with an altered level of consciousness, the device was powered on in battery power. The device displayed a "check pads" message and then shut down and failed to power back on in battery or ac power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.